Event description:
It was reported that the device received error code 245.3020. There was no patient involvement.

Manufacturer narrative:
The customer's reported issue was confirmed. Technical support performed troubleshooting over the phone to determine the customer reported issue of npi 8100 error code 245.3020. Based on troubleshooting results, technical services determined the proximate cause of the customer¿s reported issue - replace the ail assembly. 2. Replace the logic board. A review of the device history record showed the device had a manufacture date of 06/28/2017. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue.

Manufacturer narrative:
The device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the device received error code 245.3020. There was no patient involvement.